Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet bionic pancreas generated an alert indicating a motor processor communication error that persisted despite multiple restarts, and the user¿s blood glucose was not affected. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and return of the original unit. Investigation included review of device performance history and user reports, along with retrieval of the returned device for assessment. Investigation of this device revealed a delivery motor communication malfunction consistent with a motor processor communications fault. It was concluded that the cause was a device malfunction related to delivery motor communication.